Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) occurred during the initial drain. The baxter technical service representative (tsr) advised the home patient (hp) to start over with all new supplies and to inform their pd nurse (pdn) of the se 2240. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.